Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphical user interface (gui) display became inoperable. The patient was removed from the ventilator, and placed on an alternative unit. There was no reported patient injury.